Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels between 54-249 (mg/dl). Customer consumed a glucose drink and carbohydrates to treat low bg levels and delivered a bolus to treat elevated bg levels. System check with tandem technical support indicated pump was performing as intended. Recommendation was made to consult with health care provider regarding pump settings and diabetes management.